Event description:
Hip revision for periprosthetic fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review provided patient x-rays confirm the reported fracture. X-ray image quality is poor due to apparent digital camera photograph, showing reflection of room lighting. The x-ray image displays the appearance of a fractured medial calcar on the right hip. The date of the x-ray is unknown. No devices were returned for review. The reason for the stated periprosthetic fracture is unknown. The exact cause of the complaint cannot be determined. Limited patient demographics made available in that the patient is a (B)(6) year old with unknown gender, weight, height, or activity level. X-rays indicate the patient is of larger stature. Bmi was not provided. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.